Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation due to deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: wear abrasion, curved openings. A leak test was performed and were found five openings. A microscopic analysis identified: five curved striated openings on anterior, posterior and radius side assessed as surgical damage. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is curved striated openings assessed as surgical damage and the crease/folding of implant condition that was indicated in the complaint was not observed.

Event description:
Healthcare professional reported creases. The device has been explanted.